Event description:
After removal of the indifferent electrode pad, redness or a first degree burn at the site of indifferent electrode pad placement was noted. During the ablation procedure the pt was moving and it is possible the indifferent pad was loosened. It is possible that the indifferent electrode pad was dry or bad. Please also check the generator.